Event description:
It was reported that the balloon failed to deflate. The device was being used for a pta procedure of a calcified lesion. The balloon was inflated once in the popliteal artery before being moved distally to the post tibial where it was inflated for a second time. Reportedly, when the device was being used it got stuck in the leg when inflated. The physician pulled negative pressure with a 60cc syringe, but the balloon failed to deflate. The balloon stayed inflated for 28 minutes. A second guidewire was used to deflate the balloon. The patient had good run off at the completion of the procedure. The patient is in a stable condition.

Manufacturer narrative:
The device will not be returned for eval. The investigation is currently in progress.